Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the present date. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure and product was returned for the servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(6) 2018 07:21:00 rfc_repairs (rfc_repairs) po for (B)(6). (B)(6) 2018 08:56:39 (B)(6). Unit received with a tracker holder without tracking device. (B)(6) 2018 10:46:56 (B)(6). 1z9791540272782094.

Event description:
Failed preventive maintenance. Carriage assy- damaged/cracked, iui- corrosion, barrel clamp assy- damaged/cracked. And case rear- damaged/cracked. There was no patient involvement. (B)(4).